Event description:
During plasmapheresis donation procedure, a crack occurred in the luer connector on the pheresis needle. The crack was noticed on either the 2nd or 3rd blood draw. Due to possible contamination, the donor's blood was not returned resulting in estimated blood loss greater than 200cc. No donor injury is reported and no medical intervention was required.